Event description:
Approx two and one half years following an intraocular lens (iol) implant surgery, a consumer reported decreased vision. The consumer also reported that she had been told that her "body was rejected the iol". Her surgeon reported that the consumer had posterior capsule opacification and had a yag laser treatment. In a follow up, the surgeon reported that the pt was very happy with her vision following the laser treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/25/2009 and 03/05/2009 by fax and mail. A completed questionnaire was received on 03/12/2009.